Event description:
A liability claim was raised. It was reported that the patient was implanted an unknown ceramic head on (B)(6) 2010. The patient underwent revision surgery on the next day, (B)(6) 2010. It is stated that the surgeon implanted the incorrect head size and therefore, the patient had to have a revision surgery for the implantation of the correct size.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt-(B)(4).